Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient experienced periodic shocking sensation following multiple falls. Patient experienced the sensation with both therapy on and off. Impedance check revealed high impedances on one of the leads. In turn, surgical intervention took place on (B)(6)2026 wherein the entire system was explanted to address the issue. During the procedure, the physician was able to pull the lead out of the ipg header without unscrewing the screw. As such, it was determined that the lead had not been screwed tight in the header.